Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens in late 2007, and the lens was removed in 2008 due to lens dislocation. The surgeon stated it looks like the lens tilted in the pt eye. The lens was removed and replaced with the same model lens without further pt incident.

Manufacturer narrative:
Eval results: visual inspection of the returned prod showed that the lens was torn in half and a haptic was torn. There was a clear surgical residue on the lens.